Event description:
A jag precursor was used for therapeutic purposes. During the procedure, while the physician was removing the guidewire, the tungsten coating peeled off. The procedure was completed using another device.